Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the hospital a week after their lead revision procedure due to septic infection. The treatment and plan of action remains unknown, however additional information had been requested. The device system remains implanted. There were no additional adverse effects reported.